Manufacturer narrative:
No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with 1+ diffuse lamellar keratitis of the super nasal flap of the left eye one day following lasik treatment. The topical steroids were increased. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the patient is doing well post operatively and the symptoms have resolved.